Manufacturer narrative:
Device investigation is on-going. Once complete, a follow-up report will be submitted with investigation results.

Event description:
The nurse reported to the sales rep and the repair technician from stryker the following event: when the surgery started, the roller wheel began to turn very fast. After a few minutes, it became normal and again, the roller wheel turned very fast. The tubing leaked in the "measure area". The customer described the leak of the tubing as an explosion of the tubing.